Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that one surestep foley tray was received without the iodine swab sticks, and that the catheter in another surestep foley tray prematurely deflated and fell out of the patient. Therefore, the catheter was replaced. No medical intervention was reported.

Event description:
It was reported that one surestep foley tray was received without the iodine swab sticks, and that the catheter in another surestep foley tray prematurely deflated and fell out of the patient. Therefore, the catheter was replaced. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.